Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim/reddish/fading. This report is made based on results of investigation completed on 08/22/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: evaluation revealed that the keypad cover is intact. All of the keypad buttons respond appropriately. The ok symbol is worn. The keypad cover was removed and there was contamination under contacts. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).